Event description:
It is reported that during the surgery to implant a reverse shoulder prosthesis, that a screw capture/locking component of the baseplate was inverted and unable to be used in device assembly. The first system of components was extracted and replaced with a new set of components without further difficulty. The surgical delay is estimated at 50 minutes +/- beyond intended for this case. No patient injury has been reported to have occurred. (B)(4).